Event description:
This lead was implanted on (B)(6) 1995 and remains implanted. It was reported to technical services on 10/09/2011 that impedances have gone up from 500 ohms to 1020ohms. P-waves were 2mv now .9mv. Threshold 2v @ 1 msec with intermittent capture. Increased output to 4v. Will review al for in appropriate atr. Technical services stated if the unipolar properties were checked? Rep did not check. Rep working with dr (B)(6). Technical services does not have impedance range for this lead however if you are having intermittent capture and all other lead measurements have changed there could be an issue. Technical services recommended checking unipolar to see if you can split configuration check for myopotential and pocket stim if you leave lead in unipolar. Technical services stated increased output can decrease longevity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).